Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received in the sterile pouch. Device analysis revealed that there were multiple bends in the packaging and the device due to the device being folded for return shipment. The shaft showed damage in the form of a detached tip. The tip portion was found underneath the cardboard packaging inside the sterile pouch. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2018. It was reported that the catheter was defective. An imager ii angiographic catheter was selected for use. However, during in site evaluation, it was noted that the catheter was defective. No patient complications were reported. However, device analysis revealed a tip detachment.